Manufacturer narrative:
The customer reported that they ordered new set of pads for their ddu100 series AED; but the pads don't connect to the AED and the asi is flashing red. Provided the correct pads part number to customer, and advised the customer to contact the distributor she ordered from to inquire on return of the incorrect pads and to order correct pads. Advised to remove AED from service, leave battery pack out of the AED due to no pads connected. When new pads are received, install pads and battery pack, verify the asi is flashing green, then return AED to service. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that they ordered new pads for their ddu-100 series AED; but the pads don't connect to the AED and the asi is flashing red. The reported event did not occur during patient use.